Manufacturer narrative:
(B)(4). Eval method: device history review is pending. Results: device history and investigation are pending. Conclusion: cause of event cannot be determined. Analysis: the device analysis and device history review are currently pending. Conclusion: based on the limited info available at this time, no conclusion can be drawn at this time. When investigation and device history review are complete, a supplemental report will be submitted.

Event description:
Medtronic received info that 15 mins after the onset of cardiopulmonary bypass, there was no flow at the arterial line and as a result, the pre-membrane pressure increased. It was reported that the oxygenator was changed out and the procedure was completed with no adverse pt effects reported.